Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported the screen frame and cables are broken, the programmer is not working. The programmer is expected to be returned. There was no patient involvement.

Manufacturer narrative:
Analysis found the bezel assembly (touchscreen) and stylus were missing. Analysis also found the feet of the lcd (liquid crystal display) bracket, paper tray, and company button logo were missing. It was noted the latch of the cable bay was broken and the feet of the programmer were worn out. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.